Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a handpiece presented with no aspiration during a cataract procedure. The handpiece was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
The customer reported that the phacoemulsification handpiece would not work while performing aspiration when used with the infiniti system. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).